Manufacturer narrative:
The customer's device will be returned for the evaluation. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device failed to discharge defibrillation energy. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Event description:
A customer contacted stryker to report that their device failed to discharge defibrillation energy. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The customer was contacted numerous times for additional information regarding event and the device dispositioning; however, no information was provided. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.